Event description:
Pivot link broke in half per provider.

Manufacturer narrative:
Submission of this MDR, under this part does not constitute an admission that the device and/or any employee, caused or contributed to the reportable event.